Manufacturer narrative:
The account found when they use the head up function, the hydraulic manifold runs, and the alto control raises the knee. Tech asked the account to swap the head up with knee up coil and wires to isolate issue. The account switched the coil from the knee to the head spot on the manifold without any change to the issue. The account replaced the head valve and still has the issue. The account replaced the manifold and the issue is resolved.

Event description:
The account alleged the head up does not raise. Head section is flat. No injury reported.